Event description:
It was reported that, after initial implant, high atrial pacing thresholds were noticed. Other lead measurements were appropriate. A micro dislodgement was suspected. Programming changes were made in response. The right atrial (ra) lead remains in service. No adverse patient effects were reported.